Event description:
After priming cardio pulmonary bypass (cpb) circuit and connecting to the cannulas, but before cpb was initiated, the delphin centrifugal pump started to squeak. After discussion with doctor and several other perfusionists, I cut out the pump head and replaced it without incident.